Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital for device check after feeling patient notification alert, device was found to reach eri. Device longevity was of few years during a month before follow-up. Premature battery depletion was suspected. Device was explanted and replaced.

Event description:
New information received notes that there were no adverse consequences to the patient during procedure and the patient&#38112;condition has been well with no issues post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.